Event description:
According to the reporter: during a ladg procedure, the stapler was able to fire but the staple line was incomplete. The I-beam went up forward as the surgeon squeezed the trigger, but stapling failed at the distal end. The incomplete staple line was fixed by using another reload. No adverse events reported.